Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer did not mention about symptom. Customer current blood glucose reading was 302 mg/dl. Customer blood glucose reading at the time of the incident was 400 mg/dl. Customer stated high blood glucose reading stared (B)(6) 2017. Customer treated the high blood glucose reading with manual injection at night. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer drive support was normal. Customer changed the infusion set on (B)(6) 2017. Customer stated there was no air bubbles or leaks. Customer did not mention if the infusion set cannula was bent. Customer will call back to perform high pressure test and infusion set change. Products will not be returning for analysis.